Event description:
During an in clinic follow-up, loss of capture was observed on the left ventricular (lv) lead due to dislodgement. The lv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.